Event description:
The customer reported the unit failed to discharge during the operational check.

Manufacturer narrative:
The customer reported the unit failed to discharge during the operational check. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted. Upon completion of the investigation.